Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the 512x fractured at the distal cannula intraoperatively. The pieces were retrieved from the abdomen laparoscopically. There was no consequence to the patient.